Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report, b5: describe event or problem, d9: device availability , g3: date received by manufacturer , g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsx37b10, (tsx implant, 3.7mmd, 10mml) for evaluation. Visual evaluation was performed; a fracture has been identified on the implants collar. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [tsx37b10] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured. Patient presented in office with mobile #19 crown/implant; scan/pa revealed fractured implant; implant removed. The implant will be replacement at later date.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured.